Event description:
It was reported that the healthcare professional (hcp) contacted technical services (ts) regarding a consult transmission from an implantable cardioverter defibrillator (ICD). The device detected a rhythm in the ventricular fibrillation (vf) zone and delivered quick convert anti-tachycardia pacing (atp), which briefly terminated the arrhythmia. However, the rhythm spontaneously recurred, prompting the device to initiate charging. Before shock delivery, the rhythm self-terminated, but the shock was committed and delivered while the patient was in normal sinus rhythm. The device accurately sensed the rhythm throughout the episode. The inappropriate shock was attributed to device timing and programming logic. This device remains in service. No additional adverse patient effects were reported.